Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was rough running during use was confirmed. An assessment was performed on the device which determined the motor power was too low. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation it was found that the incorrect date of product return (nov 12, 2014) was inadvertently entered into the supplemental medwatch report. The correct return date (dec 11, 2014) has been entered into this medwatch report.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, when in use, it was observed that the power drive device was running roughly. There were no delays to the scheduled surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.